Event description:
While the CT tech was positioning the patient, the system powered down and the user interface went black. The scanner user interface showed as locked and the system would not move, blocking the room entrance. The scanner had to be manually moved. The patient was scanned several hours later when the system was able to be powered back on.

Manufacturer narrative:
Per field service engineer (fse) visit to the site, the scanner tablet initially had an error message stating scanner batteries were low and drive bar was out of calibration. The fse plugged in the device to ensure the batteries received a full charge. The fse did a full evaluation of the device. The device was able to be powered up and down with no issues; the issue could not be repeated. The scanner seemed to function normally upon completion of evaluation. We reviewed the computer logs and found there was an unexpected system shut down due to the control board. No other root cause found at this time. This MDR is being submitted for the delay in the scanning of a pediatric patient. No patient injury has been reported at this time.